Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting. There was liquid contamination on the battery board and the current controlling transistor q1 was internally shorted on the charger bedside board. The cause for the failure was isolated to the contaminated battery board and internally shorted component. The root cause for the contamination was due to ingress of an unknown liquid. The root cause of the internally shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.